Event description:
Inserting powerglide for intravenous access. During insertion, the housing device came apart and had to be put back together. I advanced the catheter in as far as I could, utilizing the ultrasound machine, engaged the guidewire and was unable to advance the catheter from the device. I attempted to withdraw the guidewire from the vein but it was locked in place. Removed entire powerglide as one unit.